Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(4). A distributor contacted zoll to report that a patient had skin irritation described as red skin under the lifevest. The patient, who is a physician, decided to end use of the device. Follow-up indicated that the irritation improved after removing the device.